Event description:
Brief factual description: planned procedure performed without incident until surgeon was in the process of removing the detached tissue from the abdomen. The scissors used to cut the tissue have a screw-on scissor tip. While using the scissors through a laparoscopic port, the tip became dislodged from the instrument. The dislodged tip was immediately visualized and while attempting to grasp the tip to remove it from the abdomen, the tip was lost and dr was unable to visualize it at that point. We ordered a kub x-ray and dr continued to search for the lost instrument tip. The x-ray was taken and the lost scissors tip was clearly seen in the right upper quadrant. Dr requested another dr to come assist, which he did. After searching the right upper quadrant for some time without finding the tip, dr(first) requested dr(third) to come assist, which he did. The scissors tip was located, a small incision was made in the upper abdomen and dr(third) was able to retrieve the lost tip. The pt was admitted for an overnight stay. At the conclusion of the case, the nurse indicated that she had checked the placement of the tip, and checked that it was securely fastened at the beginning of the case. The involved instrument and tip was cleaned and sequestered as power smda requirements. The additional instruments of the same design were removed from service, and an alternative disposable instrument was ordered for overnight delivery. Dates of use: unk. Diagnosis or reason for use: laparoscopy, excision right ovarian cyst. Event abated after use stopped or dose reduced?: yes.